Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing atrial flutter cardiac arrhythmia. The vad team performed cardioversion. The event reportedly resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information regarding the patient's arrhythmia were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09nov2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, other neurological events (not stroke-related), and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2020 the patient's hemoglobin dropped as low as 7.0 grams per deciliter post implant. Patient was transfused with 1 unit of packed red blood cells. On (B)(6) 2020 the patient experienced left arm numbness and symptoms were most consistent with ulnar nerve irritation. It was recommended to reposition frequently. Head computed tomography (CT) was negative. The patient was discharged on (B)(6) 2020 with no signs of bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) 94, and the reported event could not be conclusively established through this evaluation. The patient experienced atrial flutter on (B)(6) 2020 and was treated with cardioversion. The event resolved on 18dec2020 and was considered unlikely to have been related to the device. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on mlp-023894 with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09nov2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.